Event description:
It was reported that the patient presented at a follow up appointment in clinic. It was noted upon interrogation that capture thresholds were high on the left ventricular (lv) lead. Programming changes were completed. No further treatment was required. There were no reported patient consequences.